Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device battery was depleted. No patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). One device was received. Per visual inspection, the bottom case was cracked. The left plunger case was damaged. Per event history/error log review, low and depleted message in history. Per functional testing, the battery was dead and would not take a charge. The date code on battery was 200616. The complaint was confirmed. The root cause was the batter, the battery was past the expected life span of 2 years. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the battery. Replaced cracked bottom case. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Replaced clutch half's left and right with leadscrew spring, worm coupling, gear as preventative measure, parts over 6 years old. Performed function and delivery tests.